Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. Customer wishes to continue troubleshooting for high blood glucose. Customer states insulin pump had no delivery alarm. Customer states the tubing is not bent or kinked. The customer was advised to need to be replaced and to revert to the back-up plan. The insulin pump will be returned for analysis.